Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the emergency room due to the high blood glucose. The customer¿s blood glucose was over 600 mg/dl. The customer stated that they experienced the nausea, vomiting, abdominal pain, difficulty breathing like symptoms. Customer reports they feel okay to troubleshoot. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that auto mode was active. The device will not be returned for the analysis.